Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer's wife reported via phone call that the customer had several no delivery alarms on the insulin pump. The wife stated the alarm was resolved by a complete set change in the past. Customer's blood glucose was 400 mg/dl at the time of incident. The wife also reported receiving a motor error alarm during a bolus. Customer's blood glucose was 64 mg/dl at the time of incident. The wife could not recall any significant events leading to the alarm. The wife also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.